Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According of received service report, replacement of the nozzle unit in o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The device's logs and defective part were not available for further evaluation. Information about date of last pm kit/nozzle units replacement is unknown, hence the root cause of the reported issue could not be determined. The correction of field d9 "device available for eval?" Was required. This is based on the internal evaluation. Previous: no. Corrected: yes.